Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports bite concerns due to a right side posterior open bite, their back molars do not touch making eating challenging. They also reported that #30 and #31 have also chipped further due to the aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.